Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Access and deployment of a 28-16-155bl bifurcated device and a 28-28-75l proximal extension was uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed which resolved the leak.